Manufacturer narrative:
This supplemental report is being submitted to provide the corrected information. The initial report of a scope communication error (e216), noisy image, and a dirty control unit malfunction did not occur in the investigation finding. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was observed that the device evaluation the gastrointestinal videoscope exhibits a noisy image, an error 216 and the control unit is dirty. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on ccd unit, a noise image occurs, due to corrosion on plug unit, e216 scope communication occurs, and control unit is dirty due to water leakage. The most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Based on the results of the investigation, the foreign material from the control unit is dirty could not be identified. It is likely the result of insufficient reprocessing; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.